Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the mlx light source found the rear chassis is bent at the power entry module. The lamp module is melted. The lamp fan was not operating and caused the lamp to be melted. The bottom panel tabs are broken, and the heat extended mirror is chipped. Conclusion: the fan failure caused the lamp module and any attached fiber optic cables to melt or burn during use. The reported complaint is confirmed from the evaluation. The findings are considered physical damage consistent with rough handling. The actual root cause of the fan failure is not conclusively determined. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource shut down on its own and has been burning fiberoptic cables. It is unknown if there was patient contact, injury or surgical delay. There was no patient injury or death reported. Additional information has been requested but no other clinical information has been provided.